Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer had been unable to log in to pyxis or pharmogistics. A technical support specialist contacted the pharmacy, and the customer reported that the system was already back up and functioning. The customer stated that they were unsure whether any action on our part had resolved the issue, and they were not aware of any scheduled maintenance or downtime. At the time of the call, plx, es, and computer logins were all functioning properly. The customer was informed that the case would remain open for two hours for monitoring before closure, and they acknowledged and agreed. The issue appears to have resolved on its own (automatically), without any confirmed action from the customer or the technical support specialist.